Event description:
It was reported that the customer experienced a low blood glucose of 42 mg/dl. The customer also stated he received a no delivery alarm on the insulin pump. This was resolved during troubleshooting by disconnecting and reconnecting the reservoir and tubing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).